Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 20 synergy ii drug-eluting stent was selected for use. However, during preparation, it was noted that the stent was pulled off from the delivery system. The device was discarded the procedure was completed with another of the same device. No patient complications were reported.